Event description:
It was reported that high impedance, increased capture threshold and decreased sensing was observed. Lead fracture suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 11.5-11.9cm from the is-1 connector pin, 40.8-41.5cm, 44.9-45.0cm, 45.05-45.1cm, and 45.2-45.4cm from the electrode tip, consistent with friction to the ICD can. The etfe coating was intact at all abrasion locations.